Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer continued to use the existing cartridge and declined additional assistance from tandem customer technical support regarding the issue. Additionally, it was reported that there was issue while "priming the tubing"; cause unknown. Reportedly, the customer performed a supply change and successfully resumed insulin. The customer's blood glucose level was 323 mg/dl.